Event description:
Philips received a complaint by the customer on the v60 indicating that the unit shuts down while in use and error code 1009 (pressure regulation high) displays on the system. The system was in clinical use; there was no reported harm to patient/user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Per the service manual, it is advised to replace the data acquisition (da) board. The rse provided parts ID to the customer.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.